Manufacturer narrative:
The directors fo clinical engineering has determined that no device related adverse event occurred. Thus the hospital will not fill a 3500a.

Event description:
Describe event or problem: high thresholds.